Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse with supplemental by a physician from (B)(6), of nurse's operational mistake and peritonitis coincident with dianeal-n pd4 2.5 % and extraneal viaflex therapies. On an unreported date the patient began treatment with dianeal-n pd4 1.5 % ambuflex (dose, frequency not reported) intraperitoneally (ip) for chronic renal failure. At the time of the report the action taken with dianeal-n pd4 1.5 % ambuflex was not reported. A nurse called baxter (B)(4) technical service center during the draining cycle of 2/4 and reported that the patient had peritoneal cloudy effluent and abdominal pain. Treatment was not reported. Follow up information was received by the physician. On an unreported date the patient began treatment with dianeal-n pd-4 2.5% (10000ml, frequency not reported) and extraneal viaflex (2000ml daily), intraperitoneally (ip) for glomerulonephritis. At the time of the report the action taken with dianeal-n pd4 2.5% and extraneal viaflex were ongoing with dose not changed. On an unreported date, the patient was hospitalized, the reason was not reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient received treatment with cefamezin (2g, frequency and route not reported) stopped on (B)(6) 2012 and then on (B)(6) 2012, he received cefamezin (2g, 3 times/week, route not reported) until (B)(6) 2012. On an unknown date, the patient recovered from the event of peritonitis. Outcome for the nurse's operation mistake was unknown. The physician stated that the event was considered to be caused by the nurse's operation mistake.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. An inquiry was sent to baxter (B)(4) to verify if the user was retrained on proper aseptic procedure. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The following information was received from baxter (B)(4): the nurse who made the operational mistake was retrained on proper aseptic procedure. This complaint, for use error-breach in aseptic technique was confirmed because the physician stated the nurse made an operation mistake, which is a use error that can cause can peritonitis. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.